Manufacturer narrative:
Information regarding reprocessing was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified. The nozzle was not reported to have been deformed. Although the cause of foreign material entering the the nozzle could not be specified, it is likely the material remained due to insufficient reprocessing. Upon further follow up, it was determined that reprocessing was not performed in accordance with the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. The air/water nozzle was flushed with water and air. Manual cleaning information- the accessories used for reprocessing were normal. The air/water nozzle was not wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced bad angle. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. In addition to the finds reported, adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Due to clogging of nozzle, water removal ability did not meet the standard value. Scope connector was dirty due to water leakage. Adhesive around objective lens was peeled. Adhesives around objective lens had white-clouded area. Adhesives around light guide lens had white-clouded area. Plastic distal end cover had a dent. Connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.